Manufacturer narrative:
UDI: (B)(4). The complaint device was received at the service center and evaluated. It was reported that coupler ac zoom presented broken. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device was physically damaged. The complete device was replaced to resolve the issues as coupler was deemed not repairable. After replacement, the device was found to be working according to the specifications. The physical damage to the device is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the affiliate in italy that pre-operatively to an unspecified surgical procedure on (B)(6) 2020, it was observed that the coupler ac zoom device presented with a broken closure. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.